Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The allegations of perforation, dislodgement and failure to capture were not confirmed. This event was related to known risks associated with medical procedures involving implanted cardiac leads. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation a month after implantation. The lead perforated through the myocardium and pericardium and exhibited dislodgement and loss of capture. The perforation was confirmed through imaging. The patient complained of asthenia and thoracalgia and a left hemothorax was found and treated. The patient subsequently underwent an open heart surgical intervention to remove and replace the lead. No additional adverse patient effects were reported. The lead is expected to be returned for analysis. The lead was subsequently returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The allegations of perforation, dislodgement and failure to capture were not confirmed. This event was related to known risks associated with medical procedures involving implanted cardiac leads.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation a month after implantation. The lead perforated through the myocardium and pericardium and exhibited dislodgement and loss of capture. The perforation was confirmed through imaging. The patient complained of asthenia and thoracalgia and a left hemothorax was found. The patient subsequently underwent an open heart surgical intervention to remove and replace the lead. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.